Manufacturer narrative:
Product analysis: 5584111, lot# rs12a012. After visual and optical examination, it appears that the tip of the driver is worn from what appears to be from repeated normal use. This is consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively one of the screw driver was broken at the lock sleeve to the shaft. And the other driver was bent. Both the devices were came in contact with the patient. No fragments were remained in patient. No patient complications were reported due to this event.